Event description:
It was reported that during a thyroidectomy procedure, the jaws of the clip applier were squeezed three times without a clip being loaded; the fourth time, the clip was fired. The device was being applied to a vessel during an open procedure. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: 133650, 133650 premium surgiclip iii 9.0, (lot # p4l0734) 133650, 133650 premium surgiclip iii 9.0, (lot # p4l0734). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was fully applied with the interlock engaged. The distal end of the channel cover was intact. Microscopic inspection of the jaw revealed acceptable jaw co-planarity. It was reported that the jaws of the clip applier were squeezed three times without a clip being loaded. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.